Event description:
Item didn't grab suture.

Manufacturer narrative:
(B)(4). This device was unable to grab suture according to the customer. They stated that they were not able to advance the grasper. This unit had tissue in it when returned. It was decontaminated. When we tried to advance the arms we were able to notice more tissue inside the cannula. We decontaminated again leaving it in the solution over the weekend. We then were able to advance the arms with some force on the plunger. The unit was swished in the solution again clearing any residue that was left. The unit, now clean, functioned properly and the shape of the arms was correct. The spring worked well. The unit must have been used in a procedure, set aside allowing the tissue to dry, and then attempted to be used again. If this were a true single use, it would not have had all of the tissue in the unit. The device was not used as intended.